Manufacturer narrative:
Manufacturer ref#: (B)(4). Updated sections on this medwatch: b4, d4, g3, g6, h2, h3, h4, h6 and h11. Complaint conclusion: as reported by a healthcare professional, this was a mechanical thrombectomy to treat left internal carotid artery stenosis. The emboguard 87, 95 cm balloon guiding catheter (bg8795u, 9540561) was used per the instructions for use (IFU). The balloon preparation was performed outside the patient¿s body. The emboguard was inserted by transradial approach via right radial artery and advanced to left common carotid artery. Approach was performed using a floating technique with the balloon expanded during advancement to the lesion. After the balloon was placed at the left common carotid artery, the balloon was attempted to be inflated but could not. The physician suspected a balloon rupture and replaced it with a non j&j balloon guiding catheter to continue the procedure. The carotid artery stenting (cas) procedure was successfully completed. There was no post-procedure changes in the patient. No negative impact to the patient was reported. A continuous flush was done. Additional event information received on 28-may-2025 indicated that a kink was observed in the tip of the emboguard. It is possible that the kink occurred during the insertion of the emboguard into the patient's body or while it was advanced from the aorta to the common carotid artery; however, it is unclear at what point the kink occurred. There was no notable impact from the kink during the procedure. Additional event information received on 10-jun-2025 indicated that the procedure was delayed for more than 15 minutes. The physician commented that this was not clinically significant. There was no damage to the packaging. There was no difficulty in removing device from packaging. The access vessel from the aorta was approximately type ii. The location of the balloon rupture is unknown. After advancing the balloon to the left common carotid artery and setting up the devices for stent placement, the balloon was inflated during the device¿s insertion, at which point the rupture was observed. Visual inspection of the product revealed scratches at the tip and a kink in the shaft approximately 65mm from the distal end. The product also showed signs of deflation in the balloon region. No further damage was noted at any other locations on the device. The visual inspection also indicates that the returned emboguard device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. It was thought that the shaft may have kinked during insertion or guidance. A minimum ID check of the emboguard device confirmed that there was a restriction in the main lumen of the device at the kink (approximately 65 mm of shaft from the distal end) such that the ball gauge could not be advanced beyond this point without resistance. It was confirmed that the 0.038inch guidewire and dilator could not be advanced beyond this point without resistance. When the balloon was inflated and deflated with 0.45 ml of water/dye solution (100:1 ratio), the balloon did not inflate but the water/dye solution leaked out of the balloon. Upon visual inspection under magnification of the area where the water/dye solution had leaked, damage was observed on the balloon. The details of the reported complaint detailed, "the balloon was inflated and guided to the left common carotid artery using the floating method, but after placement in the left common carotid artery, the balloon did not expand." The balloon damage was potentially caused during insertion into or tracking through the patient¿s anatomy or upon inflation at the target vessel. A device history review (DHR) associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The IFU states, ¿when preparing the balloon, use balloon expansion solution and check the balloon for leaks and air bubbles.¿, "do not allow the balloon to come into contact with calcified blood vessels or blood vessels in which a stent has been placed. Also, do not move the balloon during or after expansion." And "do not use in excessively tortuous blood vessels." Based on the complaint details, it cannot be confirmed that the device was used in this way. Therefore, the root cause for this complaint could not be confirmed. From the investigation, there is no indication that this complaint was a result of a defect or malfunction of the emboguard bgc. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacture ref#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. Section h3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by a healthcare professional, this was a mechanical thrombectomy to treat left internal carotid artery stenosis. The emboguard 87, 95 cm balloon guiding catheter (bg8795u, 9540561) was used per the instructions for use (IFU). The balloon preparation was performed outside the patient¿s body. The emboguard was inserted by transradial approach via right radial artery and advanced to left common carotid artery. Approach was performed using a floating technique with the balloon expanded during advancement to the lesion. After the balloon was placed at the left common carotid artery, the balloon was attempted to be inflated but could not. The physician suspected a balloon rupture and replaced it with a non j&j balloon guiding catheter to continue the procedure. The carotid artery stenting (cas) procedure was successfully completed. There was no post-procedure changes in the patient. No negative impact to the patient was reported. A continuous flush was done. Additional event information received on 28-may-2025 indicated that a kink was observed in the tip of the emboguard. It is possible that the kink occurred during the insertion of the emboguard into the patient's body or while it was advanced from the aorta to the common carotid artery; however, it is unclear at what point the kink occurred. There was no notable impact from the kink during the procedure.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Section b5: additional event information received on 10-jun-2025 indicated that the procedure was delayed for more than 15 minutes. The physician commented that this was not clinically significant. There was no damage to the packaging. There was no difficulty in removing device from packaging. The access vessel from the aorta was approximately type ii. The location of the balloon rupture is unknown. After advancing the balloon to the left common carotid artery and setting up the devices for stent placement, the balloon was inflated during the device¿s insertion, at which point the rupture was observed. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.